Event description:
The device has not been explanted. Consequently, it has not been returned to ventritex for analysis. Co cannot, therefore, provide the results requested. Co discussed the incident with the pt's attending physician. He acknowledged that this pt experiences pain and agrees that it is a result of pt physiology rather than device design. The physician stated that the pt has been sensitive to the recall of this device. This device was reprogrammed on january 21, 1997, as part of recall z-232-7. The physician further stated that there has been no indication of a device malfunction.